Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps, including leaving the pump plugged into a wall adapter, but the issue persisted. Technical support arranged to send a replacement charging cable and wall adapter with two-day shipping and advised the customer to use an alternate insulin delivery method if the pump battery depleted before the new supplies arrived.